Manufacturer narrative:
A handpiece was sent back to customer's site after technical service evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that a handpiece did not have phaco power during surgery. The surgery was completed with another handpiece. There was no patient harm. The next month after the event the concerned handpiece worked without any issue during the surgeries. No additional information is expected.

Manufacturer narrative:
Evaluation summary. The customer returned the handpiece back to technical services for evaluation. Technical services evaluated the handpiece and verified the handpiece functioned properly. The handpiece was returned back to the customer, who confirmed that the handpiece functioned normally again. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).